Event description:
It was reported that a 12 foot extension set leaked during therapy. The reporter stated that the patient was performing peritoneal dialysis (pd) therapy while sleeping and woke up to find that his sheets and shirt were wet. It was reported that the leak appeared to be coming from where the unknown catheter was connected to the extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h14a11033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.